Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that his wife was inquiring how to take off the bolus reminder alert. While assisting customer with the issue, they reported that there was a black dot in the middle of the screen that was affecting the pump¿s readings. Customer's blood glucose was 145 mg/dl. They were not sure how the black dot got there. The customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had bleeding lcd glass, cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.